Event description:
The device was used during a lap hysterectomy procedure. Reportedly, the flapper valve on the instrument fell into the pt's cavity upon insertion. The component was retrieved with no pt injury.